Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient met with their doctor and representative and had their programming fixed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they were having issues with their stimulation and the issue began 10 days ago. Patient stated they never or rarely felt the tingling sensation unless they were bench pressing, exercising, or putting pressure on their back but lately they were feeling the stimulation behind their legs, feet, back, and butt and it was almost getting to the point where it felt like they were walking on a small fishing boat out in the middle of the ocean and patient mentioned something along the lines of and it was still steady and not tingly. Agent had difficulty hearing patient during the call. Patient recently had to turn their level of stimulation down to be tolerable and they were concerned they would start having pain if they turned the stimulation down so low. Patient also mentioned yesterday it was the worst that it had ever been and they felt it everywhere. Patient was having trouble standing up and it felt like they were on a boat and didn't feel steady. The patient was redirected to their healthcare provider to further address the issue.